Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: (B)(4) refer to same case. (B)(4) for serious injury MDR. The jaws of the reload would not open once fired on the lung. Second device was used to attempt resecting the first reload. This device fired successfully, however the reload was not able to be unloaded from the handle (B)(4). In order to finish, an ethicon device was used successfully. There was unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).